Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head image was too bright. It was noted that changing the levels made no difference. There were no reports of patient harm.